Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint regarding the tip cover being melted onto the instrument was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. There were no signs of the tip cover being melted onto the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. There was no problem detected. Isi followed up with the initial reporter and the following additional information was obtained: the thermal damage was first observed when attempting to use the instrument. The surgeon was unsure of what caused the thermal damage to occur. The instrument did not collide with any energy instruments during the procedure. It was unknown if arcing was observed. There was no reported injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting melted, an investigation was completed to determine the cause of this reported event. The monopolar curved scissors (mcs) tip cover was not returned for the failure analysis; however, intuitive surgical, inc. (Isi) did receive the mcs instrument to perform failure analysis. The mcs instrument was analyzed, and failure analysis did not confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. There were no signs of the tip cover accessory being melting onto the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip cover accessory on the monopolar curved scissors (mcs) instrument was melted onto the instrument. The procedure was completed with no reports of patient injury.